Event description:
It was reported a leak occurred. A left atrial appendage (laa) closure procedure was performed, during which a 31 mm watchman flx pro closure device was successfully implanted on (B)(6) 2026. The patient was subsequently discharged. At the routine 45-day follow-up, imaging identified an approximately 5mm peri-device leak attributed to a missed lobe during the initial implantation. The patient remains on oral anticoagulation (oac) therapy. The physician is currently assessing the potential for a future intervention to coil the leak. The device remains well seated, with no evidence of thrombus formation. There were no patient complications.